Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 11f sheath hole prior to a bifurcated aorta repair procedure. The sutures of two prostyle device were successfully placed. The sheath remained 11f and the procedure was completed. Reportedly, upon completing the access closure, the suture thread of one of the prostyle devices was pulled using the white-tipped end very precisely, but with excessive force, which resulted in the thread breaking at the moment of locking. Despite this event, the team was able to achieve hemostasis, and all steps of the technique were performed correctly. The suture of one prostyle device was used to achieve hemostasis of an 8f access site at the left common femoral artery. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to user error. The account reported applied to much pressure on the non-rail suture when tightening the knot resulting in the separation of the suture. It was reported the account pulled on the non-rail when tightening the knot with excess force. It should be noted that the prostyle instructions for use (IFU), precautions section 7.0 states: secure the suture knot again by gently pulling coaxial on the non-rail suture limb. Do not apply excessive pressure to the suture.¿ in this case, the account reported the force, therefore, notification is not required. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.